Event description:
The patient had a medtronic defibrillator implanted 3 years ago for ventricular tachycardia. Recently, she had some inappropriate discharges and analysis showed her sprint fidelis lead, which has been on recall, to be fractured and dysfunctional. The device had already had battery depletion and a recent elective replacement indicator. The patient then underwent laser lead extraction and replacement as well as generator change out. The patient was discharged in stable condition.

Event description:
The patient had a medtronic defibrillator implanted 3 years ago for ventricular tachycardia. Recently, she had some inappropriate discharges and analysis showed her sprint fidelis lead, which has been on recall, to be fractured and dysfunctional. The device had already had battery depletion and a recent elective replacement indicator. The patient then underwent laser lead extraction and replacement as well as generator change out. The patient was discharged in stable condition.